Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly broken off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one cto recanalization catheter was received. Upon visual evaluation, no anomalies noted to transducer handle, saline hub, or distal tip. Marker band was present and undamaged. A circumferential break was noted to the catheter proximal to the marker band, material separation was also noted to the distal end of the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is unconfirmed for the reported detachment as there was no detachment between the tip and shaft. But the investigation is confirmed for the identified separation and break as break and separation was noted to the distal end of the catheter. A definitive root cause for the reported detachment, identified separation and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component). H11: h3, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly broken off. The procedure was completed using another device. There was no patient contact.